Event description:
At approx 18:00 staff nurse was preparing device for a pt. She moved her hand to rear to turn it on/off again. She received an electrical shock on her right hand, with pain traveling up the arm and across her chest. She reports five small full thickness burns on the tip of one finger. The pad of the second finger has a burn approx 5x3 mm, appearing as a hard lump. On 1/28/97, rn reported that she does not feel well and still has some pain right arm.